Event description:
The nurse manager reported that a patient developed enterobacter bacterial infection after using a scope for choledocholithiasis. The facility originally requested preventive maintenance and later stated there was an infection that was discovered after the procedure. The procedure itself was unremarkable and no complications occurred. The patient presented with a fever the same day of the procedure; blood cultures were drawn that day as well. The patient was treated with antibiotics and was "eventually" discharged home. The customer reported 2 patients infected with enterobacter bacterial infection in their facility. This report is for the second patient. 1) related patient identifier # evis exera iii duodenovideoscope, model tjf-q190v, serial # (B)(6). 2) related patient identifier # evis exera iii duodenovideoscope model tjf-q190v, serial # (B)(6) (this report).

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's procedure was 45 minutes long. Residual testing was done on the scope and the device was not used on a patient with known infection of the same microorganism. The scope was reprocessed immediately following the procedure. The scope did not fail adenosine triphosphate test (atp) test and the scope was put through high level washed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5), to provide an update to fields (d9, h3, and culture results), and to provide additional information received through follow up (b5 and in-service endoscopy support specialist (ess) information). The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported patient infections. Additionally, there were non-reportable (non-pae) defects noted. Customer provided the following result of the residual protein detection test: test date: (B)(6) 2023; results: negative. Olympus provided the following result of the culture test, performed at the third-party labs: test finished date: (B)(6) 2024; sampling from: distal end &elevator mechanism; results: no growth. Sampling from: air/water channel; results: growth; bacterial identification: acinetobacter radioresistens, staphylococcus epidermidis. Sampling from: instrument/ suction channel; results: no growth. On february 08, 2024, the olympus endoscope support specialist (ess) returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual and confirmed that trainee was able to perform the reprocessing procedure independently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge the relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide update field d9.